Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 82-year-old male with acute myocardial infarction complicated by cardiogenic shock, pre-support clinical state consistent with scai shock stage e, was supported with an impella cp device placed percutaneously via the right femoral artery on (B)(6) 2026 at 10:11 am. During impella support, the patient was noted to have dark amber, possibly red-tinged urine while the device was operating at p-level 7. An echocardiogram was performed to assess device position and confirmed proper pump placement without contact with cardiac structures. The echocardiogram also demonstrated hypovolemia, with inferior vena cava measurement of 2 and papillary muscles noted to be ¿kissing.¿ the patient was treated with volume resuscitation, and impella support was reduced to p-level 5, which the patient tolerated well. The hypovolemia and amber urine/hemolysis subsequently resolved. No blood products were administered, no repositioning of the device was required, and imaging was used to confirm appropriate pump position during the hemolysis event. The hemolysis was identified based on changes in urine color and began during impella support; there was no associated organ damage. The device was successfully weaned (B)(6) 2026 at 11:30 am. The patient survived through explant. The pump is expected to be returned, and a data download was requested.

Manufacturer narrative:
Added: b5, d3. Patient-device interaction (hypovolaemia) : the root cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information was received: a. The hemolysis was resolved following fluid administration with nacl. An echocardiogram confirmed the patient was in a hypovolemic state. B. The hypovolemia was resolved with volume resuscitation. C. The impella pump was removed over the weekend. I was not present at the time of removal, and therefore the device is not available to be returned for investigation.